Event description:
Country of complaint: (B)(6). Complaint states: thread detached from the needle.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site eval: eval is ongoing.